Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trigger considering the following event is identified: plate breakage. Event description: it was reported that the ncb plate was broken. Review of received data: 3 x-rays were received and reviewed by dr. (B)(6). Right hip with femur ap-view (undated): postoperative situation after implantation of a ncb periprosthetic proximal femur plate on the right side. The skin clips are recognizable. The plate is not completely shown distally. A bone fracture cannot be clearly distinguished. In the proximal part of the plate additionally four cerclage wires are visible. Right hip with femur oblique-view (dated (B)(6) 2019): plate breakage at the level of the penultimate cerclage wire distal. This cerclage wire seems to be undamaged. The breakage of the plate occurred through a plate hole which was not covered with a screw. A femoral fracture zone is visible in the area of the broken plate. The distal part of the plate is not shown. Right femur with knee joint and lower leg in ap-view (dated (B)(6) 2019): recognizable knee joint replacement by artificial hinge-type prosthesis. Device analysis: visual examination: the broken plate, 12 screws and 11 locking caps were available for material analysis. A visual examination was performed. The fracture of the plate is located through the middle hole of a three hole pattern. On the fracture surfaces there are large polished areas, most probably due to contact between the parts after the fracture. One broken piece of the plate shows beach lines. These lines depict the fatigue character of the fracture. The plate shows also several scratches on their outer surface. The screws and locking caps do not show any relevant abnormality or deformation. Based on this visual examination the reported event can be confirmed. Review of product documentation: all involved devices are intended for treatment. The product combination was approved by zimmer biomet. Surgical technique: the surgical report of implantation was not available to compare the surgical steps with the steps described in the surgical technique. Instruction for use (IFU):fatigue fracture is listed in the IFU under the section adverse effects. Conclusion: it was reported that the ncb pp plate was implanted on (B)(6) 2018 and revised on (B)(6) 2019 due to implant fracture. The plate was in vivo for approx. 7 months. The quality records (DHR) show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. The visual examination of the plate indicates that no material defects that could have triggered the fracture could be detected. It is not possible to assess medically with certainty what led to a radiologically recognizable breakage of a ncb periprosthetic proximal femur plate seven months after osteosynthesis in a 65-year-old overweight patient by inserting knee joint replacement by artificial hinge-type prosthesis. The investigation results did not identify a non-conformance or a complaint out of box (coob). However, based on the available information and performed investigation, an exact root cause for the plate breakage could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(6).

Event description:
Please refer to report 0009613350 - 2019 - 00403.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00403.

Manufacturer narrative:
The manufacturer did not receive x-rays for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that ncb plate was broken.